Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl. Customer used manual insulin injections and delivered boluses to address elevated bg. Customer changed supplies to address the occlusion alarms and resumed insulin delivery successfully.